Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer called to report high blood glucose levels. The customer's reading was 487 mg /dl. The customer treated with a manual injection and the insulin pump. The customer removed the infusion set and found the cannula was bent. The customer stated that this was not the first time she had a bent cannula. The customer reported a no delivery alarm. The customer performed a manual prime and saw insulin exit the tubing. The customer performed the high pressure test and it passed. The insulin pump was not replaced or returned for analysis.